Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right adrenalectomy, when ligating the cava and left liver artery, the clips were malformed, did not close, and fell into the patient¿s cavity. The issue caused bleeding of not more than 500cc. The fallen clip was retrieved with graspers. The tissue was then sutured laparoscopically to resolve the issue of malformed clips with bleeding.